Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. The patient was brought to an in-office check and the lead was reprogrammed to unipolar mode and the impedance measurements were normal range. An x-ray was performed, and the rv lead was suspected to be a fracture. Subsequently, a revision procedure was performed, and this rv lead was explanted and replaced. While the pacemaker was explanted due at the discretion of the physician. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 400mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. The analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. The patient was brought to an in-office check and the lead was reprogrammed to unipolar mode and the impedance measurements were normal range. An x-ray was performed, and the rv lead was suspected to be a fracture. Subsequently, a revision procedure was performed, and this rv lead was explanted and replaced. While the pacemaker was explanted due at the discretion of the physician. No additional adverse patient effects were reported.